Event description:
This report is being submitted as follow-up # 1 for mfg report # 9681834-2012-00075 to provide additional information regarding the results from the evaluation of the involved device and unused returned samples.

Event description:
Per the attached user facility medwatch report # (B)(4), the event is described as follows: "the tr band was noted to be deflated after it was placed on a post cath patient." Follow-up communication with the user facility confirmed that: (1) the tr band was placed following a left heart catheterization procedure; (2) following placement it was noted that the band deflated; (3) a hematoma was also noted at the entry site; (4) compression was held on the entry site to achieve hemostasis; (5) no blood transfusion or other intervention was required as a result of the event; and (6) the patient has been released.

Manufacturer narrative:
Results - based upon the involved sample evaluation; based on evaluation of unused return and reserve samples conclusions - based upon the involved sample evaluation; based on evaluation of unused return and reserve samples subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Testing determined that there was no air leak found in the returned sample. However, careful inspection of the sample found that there was foreign material adhering to the shoulder portion of the rubber chip in the outer cylinder of the one way valve. The piece of material was approximately 1-mm in size and ftir qualitative analysis confirmed characteristics that are consistent with the material used for the outer cylinder. Qa at the manufacturing facility has conjectured that this piece of material could have been caught in the back flow valve, which could have caused the reported air leak. Production personnel have been informed of the complaint to increase their awareness and minimize the potential for any contamination to occur during the manufacturing processes. In addition, other process improvements are being assessed to further reduce the potential for contamination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Per the user facility medwatch report (B)(4), the lot number was reported as 0000194703. Follow-up communication with the user facility confirmed that the device lot number was 120111a and not the lot number reported in user facility medwatch report. The involved device is in transit to the manufacturing facility in (B)(4). Therefore, the investigation was based on user facility information, retained samples and quality records. Evaluation of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: (1) "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and (2) "patient should not be left unattended while the tr band is in use." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental medwatch will be submitted when the evaluation of the involved sample has been completed. (B)(4).